Event description:
"Treatment of facial wrinkles by zyderm 2 collagen implant. 6 months later, pt had a reaction itch and redness, the dr decided to treat by steroid hormone, the symptom did not disappear" six months after treatment with bovine collagen, the pt experienced itching and redness at the treatment sites. The physician treated the pt with oral steroids.